Event description:
As reported, the patient underwent an initial right total knee arthroplasty. Subsequently, the patient began to suffer from symptoms including pain and lack of mobility. Because the patient has filed a long form it appears they are alleging prosthesis wear of their exactech device, significant pain and discomfort, gait impairment, poor balance, difficulty walking, component part loosening, soft tissue damage, bone loss, and other injuries.